Event description:
It was reported that the catheter broke during its removal in the maternity ward. Approximately 5 cm remained in the epidural cavity (lumbar 4) but the spring wire guide seemed to be totally removed. The midwife had difficulties trying to remove the catheter and as a result, called the anaesthetist and nurse. The patient was put in fetal position, then the anaesthetist grasped the catheter close to the skin and was removing it mm by mm when a sudden break occurred. To date, there is no physical deficiency, no sensitive deficiency and no pain for the patient. The patient was informed and a scan done on (B)(6) 2010 which located the tip of the catheter. There was no reported delay, death or complications to the patient.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.